Event description:
The account alleged that a broken weld on the siderail will not allow the siderail to latch.

Manufacturer narrative:
A replacement siderail was sent to the facility to repair the bed.